Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer experienced intermittent low blood glucose (bg less than 54 mg/dl) and carbohydrates were consumed to address low bg. Customer believed the pump settings needed to be adjusted and thought settings provided too much insulin. Reportedly, customer had been working with their healthcare provider to decrease amount of insulin delivered via the personal profile settings.